Event description:
The customer reported the subject device was displaying an image with a shadow and the angulation control lever was not working in the up/down directions. There was no patient or user injury reported due to the issues. The device was returned to an olympus service center for evaluation. During inspection and testing, it was observed that the angulation became locked. This report is being submitted for the malfunction found during evaluation (angulation locked).

Manufacturer narrative:
Upon inspection and testing of the device, the angulation mechanism was found to be locked due to a broken angulation wire. In addition, service confirmed the image was cloudy and found to be caused by invasion of moisture into the objective lens. There were spots in the image due to a dirty image guide bundle. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the final legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined the most likely cause of the failure was the broken angle wire. However, the cause of the broken angle wire could not be determined. Instructions for use (IFU) instructs the user on device inspection. Operation manual for bf-uc290f. Bore scope inspection: inspection of the curvature mechanism: ¿this product should not be used because an abnormal curvature mechanism is suspected when the motion of the ud angle lever is variable or variable or when the curvature is not smoothly curved. If the device is used as it is, the curvature may not return during the examination, which may cause injury, bleeding, and perforation in the body cavity.¿ olympus will continue to monitor the field performance of this device